Manufacturer narrative:
H11: internal complaint reference number: case (B)(4).

Event description:
It was reported that, during a wrist arthroscopic procedure, the dyonics power mini was connected but did not work, when checking the connection, it was noticed that it was crooked. An attempt was made to straighten it but without success. The surgeon asked for the disposable shaver blade to be opened, but was unable to use it. Surgery was completed with a change in surgical procedure instead, to an open surgery. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: corrected information in h6 (investigation findings, conclusions & component code). H3, h6: the reported device was received for evaluation. A visual inspection and a functional evaluation revealed that no defects were found that would make it impossible for the equipment to function properly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.